Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. The elevated BG was addressed by changing pump supplies. Customer changed infusion set and cartridge and resumed insulin.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.